Event description:
Caller reported false negative hcg results on several pts with positive fht observed for several months. Caller claimed to have 2 incidents from (B) (6) 2010 but more over the past months (no details provided). Doppler was the alternate method including a pelvic exam - no serum hcg run.

Manufacturer narrative:
Control lot: 20miu/ml hcg urine, lot: hcg090304-02; 100miu/ml hcg urine, lot: hcg090521-01; 284.1ml hcg urine, lot: hcg091015-03. Summary of results: the retention device met qc spec. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=4). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). The 284.1/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=2). Conclusion: from retain testing with in-house control, the client's result was not replicated; the product performed as expected meeting qc specs. Verified the product number, product description, lot number and batch record. No abnormal results were found. No corrective action required at this time as no product deficiency was established.